Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of a display anomaly from the insulin pump. The customer's blood glucose reading was unknown. The mother stated that the display on the pump sometimes turn off and after few minutes, turn on automatically. The customer did not want to describe back light or off no power. The customer was advised to contact 24 hour helpline.